Event description:
It was reported that the user fell out of an unstable and tilting scooter seat. The scooter fell on top of the user and hit her head. She was taken on the top of the user and hit her head. She was taken to the emergency room where a CT scan was performed. The extent of the injury is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
More information is requested to analyze and take further actions. We have contacted the distributor, invacare, to obtain more information, such as the user, usage, road and product conditions. Whether it may have caused the patient's serious injury is still unknown.